Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding unknown patients. It was reported that the hcp was a nurse and they had seen implants that got infected and seemed to have more problems. The hcp also had an implantable neurostimulator (ins) and clarified that their device had not gotten infected, but that they saw patients whose devices have been infected. It was noted that the hcp did not know any information about the patients. No further complications were reported or anticipated. Indication for use is unknown.